Event description:
It was reported that event involved a l&d pt who had undergone a "normal" vaginal delivery. Epidural was placed successfully in 2005. During removal the following day, rn met resistance. She contacted anesthesiologist on duty. As requested, pt leaned forward for visual examination of catheter. Catheter found to be "disfigured" and appeared "limp" as if no metal coil inside and it would not hold a curve. There were spots inside catheter where coil appeared broken. Dr applied little pressure and grasped catheter as close to skin as possible. Catheter "snapped: and portion (5 - 6cm) retained in pt. Neurologist consulted and x-ray performed. Epidural tip remains in epidural space. There are plans to remove retained piece. No further complications reported.